Manufacturer narrative:
Device eval: the device was rec'd for eval/investigation. The device was examined and the complaint was confirmed. Root cause is under investigation. Merit determined on 11/11/2010 that a product correction would be required for the merit valved one-step centesis drainage catheters. Customers are advised to discard the device at the point of use. This is a 5-day MDR report in accordance with statutory reporting requirements. Communications to consignees began on 11/18/2010. A report to the FDA in accordance with 21 cfr 806.10 is also in process and will be sent on 11/24/2010. No add'l form 3500a reports will be filed for this event. Eval: notification of product correction.

Event description:
The valve in the hub gets pushed into the hub when connecting the tubing. The device was replaced and procedure was completed without complication. No report of harm or injury.